Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. Pump error 63 confirmed in insulin pump history with variable (009) due to software anomaly. However, power management graph displays unexpected battery power loss, problem isolated to electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had hardware low level failures error. The customer¿s blood glucose was 11.8 mmol/l at the time of incident. Customer reported that they battery lifespan was shorter than expected. Customer was able to clear the alarm and able to complete insulin pump rewind. Customer perform a self test and test did not passed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.